Event description:
Additional information received reported further event detail and patient status update. The reporter stated that the pump was originally placed because the previous healthcare provider (hcp) thought the patient had multiple sclerosis (ms). The current hcp had taken over care of the patient and found that the patient did not have ms as originally thought; therefore, the patient never needed a pump in the first place. The hcp was in the process of turning the medication down slowly until they have him down to minimum rate, at which point the pump will be removed, as previously reported. The patient was weaned 5% to 6 % at each refill visit because of the "ultra-sensitivity" to the decreases. The patient experiences flu-like symptoms for 2 to 3 days after being turned down. These symptoms included nausea, diarrhea and an overall "achy" feeling. It was noted that as of the updated report date, the patient was "doing very well." The plan in (B)(6) was to turn the medication down by 8%, which the patient was "tolerating fine." The patient's dose was down to 12mcg/day as of the report date. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID (B)(4), serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
It was reported that the patient experienced some withdrawal. The healthcare provider (hcp) was weaning the patient's pump dose down in order to eventually remove the pump. The hcp was only able to decrease the dose 5-6% each time. The patient was very sensitive to the medication, so during the weaning process, the patient experienced withdrawal. During the dose reductions, the patient complained of "some issues", but indicated it was getting better and better. The hcp planned to continue reducing the pump dose 5% until the pump expired or the dose was zero. The hcp planned to put the patient on oral medication at 50mcg/day. The medication in the pump was baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).